Manufacturer narrative:
Follow-up #1: date of submission 04/25/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2017 with the following findings: during investigation, the data from the date of the complaint had been overwritten. The continuous glucose monitor module, history showed no activity outside of normal use. A test transmitter was paired with the pump correctly. The bg calibration of 120 mg/dl was accepted in both attempts within 2 hours. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. There were no errors, alarms or warnings during the investigation. The original complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the continuous glucose monitor module or the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the pump loses connection with the continuous glucose monitor (cgm) readings. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing cgm data which may lead to bg excursions.